Event description:
While performing a tubal ligation, during closure of the fascia with a 2.0 suture on a cutting needle, a 2-3 mm segment of the needle broke off. Inspection of the wound revealed no foreign body.